Event description:
It was reported that during a da vinci-assisted nipple sparing mastectomy surgical procedure, monopolar curved scissors (mcs) tip accessory seemed to be loose and shaking when using with the mcs instrument. The customer removed the instrument and replaced the mcs tip; however, the 2nd mcs tip became separated upon inserting. Some pieces from the instrument and the mcs tip were broken and fell into the patient. The customer was able to retrieve some fragments and completed the procedure with a backup instrument and a 3rd mcs tip. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and accessories were inspected prior to use, and no damage was identified. The customer retrieved all fragments during same procedure and performed frequent irrigation. Post-operative tests were not performed. The 2nd mcs tip accessory had physical damage after the event occurred even though the mcs instrument did not collide with any other instruments during the surgical procedure. The mcs tip accessories appeared to be properly installed. There was no difficulty in removing the instrument and mcs tip accessories and the instrument wrist was straightened upon removal. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. In addition, the 1st mcs tip accessory was found with no damage and the event did not result in patient injury. There any report of fragments falling from the 1st mcs tip while used within a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken tube adapter to be related to the customer reported complaint. Visual inspection was performed, and the instrument was found to have a broken tube adapter. The broken piece, measuring approximately 3.01mm x 1.80mm in size, was not returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.